Event description:
It was reported that the 2nd implant did not deploy. There was no significant delay or patient injury reported.

Manufacturer narrative:
Three fast-fix 360 curved needle delivery systems were returned for evaluation. The devices were returned for complaints c-(B)(4) , c-(B)(4) and c-(B)(4) in the same packaging prohibiting lot identification. Visual assessment of the devices shows no suture or ts remain on the insertion needles or were returned for evaluation. The actuators are in their t2 post-deployment position indicating a complete deployment. The needles are bent to varying degrees. The devices were functionally tested for proper actuator advancement and cycling and were found not to function as intended. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Further investigation is not warranted at this time.